Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Updated fields: b3, b5, d10, concomitant product (otv-s300), g3, h2, and h10.

Event description:
Additional information was received from the customer. The issue occurred while the camera head head was being used with the video system center. The issue was found during preparation for a therapeutic procedure. It was unknown if the procedure was prolonged, completed, or completed with the same, similar or different device, or outcome of patient, however, there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, communication error e224 occurs. Additionally, the device evaluation found there is a failure in the camera cable, corrosion on the video connector and damage to the main unit (broken packing, erased print). A device history review revealed no issues that could have caused or contributed to the reported issue. There was no repair history of the current product within the past 12 months from the date of occurrence of the reported event. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the faulty cable unit led to the communication error. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that a communication error, e224, occurred with the 4k autoclavable camera head. The issue was found during an unspecified event. There were no reports of patient harm.